Event description:
The pt had complained of pain and shortness of breath for over a month, following implant of a permanent pacemaker. Pt was diagnosed with bloody pleural effusion of the right chest and a small pericardial effusion. This required a right thoracoscopy, evacuation of bloody pleural effusion, and a right thoracotomy with repair of atrial lead site. To complete the operation, the tip of the lead was pulled out of chest and the lead was amputated. A piece 9.0 cm in length x .3cm in diameter was removed.